Event description:
The pharmacist at the hospital, reported that during surgery, while opening the devices from the sterile packaging, the screw jump out and fell on the floor. Another device was used. There was no delay and no adverse consequences for the pt.

Manufacturer narrative:
Review of device history record (DHR) - a review of the inspection records for the long nail kit revealed no discrepancies. The case was not reproducible because the blister was already opened. The case is known from previous pers: most likely the issue occurred during too rapid ripping of the tyvek lid - while the blister was back springing - set screw popped out of the blister. This could be reproduced when the tyvek lid is not opened carefully. During investigation no material, design or mfg related issues were found. The functionality of the package was tested successfully in an internal lab test (B)(4). During investigation, no material, design or mfg related issues were found. Eval revealed that the reported event is linked to an inadequate user handling of the package.